Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Another lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Section h6 updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Another lead was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This lv lead exhibited a loss of capture.